Event description:
It was reported that an oxygen barrier parenteral nutrition container leaked before patient use. The bag had been filled with parenteral nutrition. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was discarded by the customer; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.